Manufacturer narrative:
The motorized wheelchair's controller will be sent to the manufacturer for evaluation. Hoveround will submit a subsequent medical device report upon receipt of the manufacturer's evaluation.

Event description:
End user alleges while operating to motorized wheelchair down his motor vehicle ramp the unit stopped allegedly causing him to fall out of the seat. End user was not wearing a seat belt. Allegedly, as a result of the incident, the end user was hospitalized.